Manufacturer narrative:
Imdrf device code a15 captures the reportable event of stent partially deployed imdrf patient code e1108 captures the reportable event of biliary leak imdrf impact code f2303 captures the reportable event of medication required.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transduodenal to the common bile duct to treat a stricture during a choledocoduodenostomy procedure performed on (B)(6) 2024. During the procedure, the stent was unable to be deployed. The stent was removed from the patient partially deployed and a different device was used to complete the procedure. The patient experienced bile leakage and received antibiotic therapy. The patient is expected to fully recover. Note: it was reported that the device was intended to be placed to treat a common bile duct stricture. The IFU states, "the axios stent and electrocautery-enhanced delivery system instructions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture." The axios stent is not indicated to be placed to treat a stricture. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.